Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the admission, discharge and transfer data was not crossing to the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the active directory not crossing to station. A technical support specialist (tss) logged into the es server and noticed 35 devices on critical override (co). Tss found messages were crossing over as intended with no delayed or downed interfaces. The devices had been manually placed on critical override. Tss requested the customer to place them off co and later noticed that the customer had removed the devices from co and closed the case since the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.